Event description:
A pericardial effusion was identified on the ultrasound. Drainage was performed and the physician removed 1500ml/cc of blood and fluid. A surgeon was consulted, and the patient was moved to the operating room for a cardiac window surgery. The patient was admitted to the hospital and is expected to fully recover. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).